Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump delivered ghost boluses. The patient claimed that while she was at a mall, the pump vibrated and showed that a "0.00" normal bolus was delivered. She indicated that the issue occurred 2 times. The patient denied that she had touched the pump during the time of concern. The pump was reportedly in a case and the meter remote was in her purse in it's own case. The anm representative involved in this contact noted that "0.00" boluses were delivered from the meter. The alleged issue was not resolved with troubleshooting. The patient did not allege any button issues. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump delivered ghost boluses. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump and meter remote have been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated insulin delivery totals correctly reflected programmed values, and there were no alarms of conditions noted in the pump history that would indicate a pump malfunction. A review of the meter remote history indicated "stuck key" and "initializing rf failed" errors had occurred, which could not be duplicated during investigation. During investigation, a normal bolus and an audio bolus were successfully performed and both were accurately recorded in the pump history. There was no keypad button hypersensitivity observed. The pump and meter remote were successfully paired and exercised for 24 hours with no issues occurring; no unprogrammed boluses occurred during testing. A bolus was programmed and successfully delivered from the meter remote, and was accurately recorded in the history. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, evaluation revealed a cracked battery compartment and dim/discolored display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.